Event description:
The customer reported having unexplained low blood glucose. The blood glucose reading at time was 91mg/dl. The caller stated that maybe the insulin pump is pushing too much insulin. The customer stated that he is concerned going low throughout the night. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.